Event description:
Received total hip replacement in 2009. I have suffered severe chronic pain and add'l medical treatment for chronic pain since this procedure occurred. FDA safety report ID# (B)(4).